Event description:
Nurse started a secondary infusion of kcl. Nurse noted that the secondary was dripping very quickly and the volume was increasing in the normal saline primary bag. Tubing was changed. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned, ups label provided for product return. Although requested, the affected device has not been rec'd for investigation. A f/u report will be submitted once the affected device has been rec'd and an investigation has been completed.